Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 37 mg/dl. The customer was hospitalized on (B)(6) 2015 at 11:30 and also on (B)(6) 2015 at 12:30 pm. The customer was transported by the ambulance. The customer did not mention treated. The customer was asked to remove and reinsert the reservoir. The customer was advised to monitor the insulin pump for any further issues. The product was not returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.